Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was implanted yesterday and the post operative check today has lead impedance warning observations on all leads. Multiple lead impedance tests result in normal lead impedance values on all leads. The device and leads remain in use. No patient complications have been reported as a result of this event.